Manufacturer narrative:
Product analysis conclusion the reported inaccurate placement of the stent graft limbs on the same side, resulting in an endoleak, could not be confirmed on the films provided. Post-implant CT's or procedural angiograms were not provided for an in-depth review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an endurant ii/iis stent graft system was used during an endovascular aortic repair for treatment of an abdominal aortic aneurysm (57 mm). It was reported 2 days post the index procedure, the patient presented emergently. CT identified a type ib endoleak on the left contralateral side. Review of CT concluded that both extensions ended up on the right side with etlw1620c146ee (B)(6) incorrectly implanted on the right side leaving the contralateral limb uncannulated, where the type ib endoleak was identified. The patient was transferred to another hospital for further treatment. The cause was reported to be due to user error. No additional clinical sequelae were reported and the patient will be monitored.